Event description:
I received the tecnis multifocal lens implants with my cataract surgery. My vision is now cloudy and very blurry. It is very difficult to read print and computer screens. There is always a glare. I had lasik surgery in the past.